Manufacturer narrative:
This report is filed july 8, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the implant site and was subsequently treated with antibiotics (type and date not reported).